Manufacturer narrative:
4 additional events were identified and therefore added to this summary report.

Event description:
This report summarizes 10 malfunction events, where it was reported the devices experienced inadequate patient restraint . There was 2 events with patient involvement; no adverse consequences were reported.

Event description:
This report summarizes 6 malfunction events, where it was reported the devices experienced inadequate patient restraint . There was 1 event with patient involvement; no adverse consequences were reported.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 5 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Manufacturer narrative:
It was originally reported that 4 devices were confirmed through communication. It was found that the devices were actually able to be tested. Section h codes have been updated.

Event description:
This report summarizes 10 malfunction events, where it was reported the devices experienced inadequate patient restraint . There was 2 events with patient involvement; no adverse consequences were reported.

Manufacturer narrative:
1 pending device was not evaluated, but reviewed by data and confirmed the issue. Section h codes have been updated.

Event description:
This report summarizes 6 malfunction events, where it was reported the devices experienced inadequate patient restraint . There was 1 event with patient involvement; no adverse consequences were reported.